Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had ¿catheter issues six times¿ and currently the catheter was ¿broken¿. The patient stated that the drug was currently being infused subcutaneously. The healthcare provider (hcp) continued to fill the pump with drug even though he knew the catheter was cut. The patient stated that she still had an old catheter implanted as it was ¿too entangled in my spinal cord¿ for the hcp to remove it. The patient stated that the second catheter was what was causing the problems with the new catheter. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Event description:
The consumer further specified that the first catheter could not be explanted due to scar tissue, and it had never worked right since. The broken catheter was also noted as cracked. The patient was having the pump explanted on (B)(6) 2015. The drug that was used via the device system also included morphine 20mg/ml. If additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
The consumer had also reported that the pump had never worked right since july 2010. The "pump" was implanted broke. The "pump was replaced 3 times," however per the device manufacture registration the patient's first pump remains implanted. It was also reported that "it" has never worked the same, further clarifying information regarding what had been replaced three times was not provided. If additional information is received this report will be updated.